Manufacturer narrative:
H10. Internal reference number: (B)(4).

Event description:
It was reported that while setting up for a cori assisted tka surgery, the burr was not able to be seated. Tested two different drill attachments before swapping drills. Once the drill was swapped, the issue was resolved. The procedure was performed, without any delay, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
H11. The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that the reported event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to applicable regulations. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.